Manufacturer narrative:
Evaluation report of stent partially deployed. A visual examination of the returned device found that the proximal end of the stent was partially deployed by 4mm. No issues noted with profile of crocheted stent or delivery device. The largest outside diameter of the device was 8.74mm, which is within the specification for the distal stent-covered portion of delivery system outer diameter of = 12.5mm. Based on the condition of the returned device, the reported failure could not be confirmed. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during an esophageal stricture procedure performed on (B)(6) 2014. The stent was being placed to treat a malignant stricture in the middle esophagus. Reportedly, the patient¿s anatomy was not tortuous and the lesion was dilated prior to attempted stent placement. During the procedure, the physician attempted to insert the delivery system across the stricture; however, the catheter could not cross the lesion. The physician removed the device from the patient and the procedure was completed with another ultraflex esophageal stent there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.